Manufacturer narrative:
A ge service rep performed an on site investigation. The lateral motor, motor mount, and dowel pin were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lateral motion on the 9600 system not working. No patient injury was reported.